Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific paclitaxel eluting pta balloon catheter to treat a lesion in the popliteal. The device was inspected prior to use with no issues noted. No resistance noted during balloon insertion. No friction noted with accessory equipment. During inflation it was noted that the balloon could not be fully inflated, the balloon was kinked in the middle. This issue was noted on the first inflation and at the beginning of inflation. The lesion was treated with another in.pact balloon. No patient complications were reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Evaluation summary : the visual inspection carried out on the device showed the balloon twisted in the central part of the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced through all catheter length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inspected through a microscope and inflated sequentially at: 1 bar the balloon kept showing the twisted point, also a change in the balloon profile was detected. 2 bar the balloon kept showing a change in the balloon profile was detected. 7 bar the balloon is fully inflated, wrinkles were detected in correspondence of the former twisted point. 10 bar the balloon is fully inflated, no marks were still noted on the balloon. The balloon was then completely deflated; wrinkles were detected in the former twisted point. The balloon profiles are in accordance with product specifications. Evaluation method, results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.